Event description:
Bii symptoms: I have been diagnosed with severe generalized anxiety. Panic attacks, depression, fatigue, hair loss, early menopause, night sweats, trouble concentrating, tingling feet, lower back pain, allergies, sensitive skin, excessively dry skin, rashes. FDA safety report ID# (B)(4).